Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department a female patient had a left knee on (B)(6) 2013. Approximately 4 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2017. Revision op report (B)(6) 2023/ k mcguinness received via legal 11 apr 2023. In the op report there was significant instability and catastrophic poly wear. The medial and lateral gutters were debrided of significant poly disease. Patient arrived in pacu in stable condition with no apparent complications.

Manufacturer narrative:
D10: concomitants: serial #: (B)(4), category #: 203-96-22 - (11-3110) stryker 2000 90x19x 1.19mm, serial #: (B)(4), category #: 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm, serial #: (B)(4), category #: 02-010-03-0230 - logic cr femoral cem, left, sz 3, serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(4), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. Pending investigation.